Event description:
It was reported that a filter implanted in a pt ((B)(6)) did not open. As the physician attempted to snare the filter, the filter opened. The filter was surgically removed and a temporary filter was placed. No adverse pt outcome was reported. Importer narrative: the physician believed the filter was implanted in the ivc and contacted the importer to obtain a second opinion on the procedure film. Results of the film review performed by a MFR rep showed the filter appears to have been placed in the wall of the ivc, due to a dissection of the ivc vein. During a subsequent visit, the physician acknowledged the placement was due to a dissection. The device has not been returned for eval.